Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose was 250 mg/dl something their readings were different still under 300 mg/dl. The customer's other blood glucose was 187 mg/dl, 90 mg/dl to 120 mg/dl, over 200 mg/dl, over 280 mg/dl and 287 mg/dl. The customer treated with the intravenous injection, bolus and some medicine for nausea. Customer was not stay in auto mode. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.